Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer also reported that the insulin pump was damaged with a crack at the belt clip rail, the pump shut down with a blank display, and pump errors 68 (trace pointers are invalid) and pump error 49 (history pointers failed. The history pointers are corrupted). The customer's blood glucose value at the time of the event was 312 mg/dl. The customer was treated for hyperglycemia with a pump bolus. The event involved products mmt-332a, unomedical, and mmt-1884. Troubleshooting was performed: physical damage and error alarms were confirmed, the customer was advised to discontinue pump use, revert to a backup plan, and place the pump in storage mode; pump replacement was recommended. No further patient complications were reported. Mmt-1884 was requested, and the customer's response was that the device will be returned. No product return is required for mmt-332a and unomedical.